Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise, and a build-up of skived material was noted proximal to the distal tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving. The cause of the skiving remains unknown.

Event description:
This report is to advise of skiving noted during investigation. During the atrial fibrillation procedure, it was noted that the needle could not be advanced through the sheath. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.